Event description:
It was reported the patient received the following results within 15 minutes: 28 mg/dl (lot 103081) and a reading between 109-120 mg/dl (unknown strip lot). The customer could not recall the exact values.